Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A company representative reported the bolus advice from the blood glucose monitor was inaccurate. Follow-up was completed with the patient. Patient reported the inaccurate bolus advice caused hyperglycemia as high as 280 mg/dl. He confirmed all settings are programmed correctly. He believes the bolus advice will occasionally be too high and then too low. No adverse event was reported. The alleged product was replaced and requested for evaluation.